Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection, and accessory device support; and is typically not associated with a product quality deficiency. The failure to cross is likely related to the operational context of the product. Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion and/or accessory devices. The product was not returned for analysis and may have aided in the investigation. However, there was no report of any damage to the stent delivery system (sds) or stent implant prior to use, suggesting that the stent dislodgement was a result of the procedure. In this case, it is possible that interaction between the stent and the heavily calcified lesion affected the stent attachment and contributed to the reported stent dislodgement. A review of manufacturing records did not reveal any nonconforming material records associated with this lot. Although the reported failure to advance appears to be related to the operational context of the product, a conclusive cause cannot be determined for the reported stent dislodgement and there is no indication of a product quality deficiency. To help ensure that the reported stent dislodgement is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
Reportedly during the procedure to treat a heavily calcified lesion located in the left anterior descending artery, the device failed to cross and the stent became dislodged during withdrawal. The stent was captured and successfully implanted in the target lesion using another unknown balloon catheter. Procedure completed with no further complications noted. There were no patient effects reported. A clinically significant delay in the procedure was not reported. No additional event or patient information was provided.